Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the catheter leaking could not be determined based upon the information provided and without a sample. No further action will be taken.

Event description:
Information received via medwatch - report# (B)(4). The customer reports that the rn noted leaking PICC. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Per user facility, the device was discarded.

Event description:
Information received via medwatch - report# (B)(4). The customer reports that the rn noted leaking PICC. No patient harm reported.